Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was stopping. System controller log files reviewed by the manufacturer's technical services representative showed three pump stoppage events over approximately 8 days while the patient was on battery power. It was also reported that the patient was noncompliant with clinic visits and medication. The patient reportedly sleeps on battery power and denies any symptoms of hematuria, palpitation, syncope or pre-syncope. The patient also denies any trauma to the driveline. The external driveline integrity was intact upon inspection. Lvad pump stoppage was unable to be reproduced when the external driveline was palpated or when the patient changed positions. Submitted x-rays reviewed by technical services showed no obvious areas of concern. On (B)(6) 2016, the patient was admitted to the hospital for advanced treatment of lvad pump thrombus demonstrated by a lactate dehydrogenase (ldh) of 1089 u/l, which is the clinic staff¿s working diagnosis for the lvad pump stoppages. No additional information was provided.

Manufacturer narrative:
The device unique identifier (UDI) is (B)(4). A full evaluation of the device could not be conducted as the device remains in use. However, the report of a momentary pump stoppage was confirmed through an analysis of the submitted system controller log files. The pump power values appeared to increase in conjunction with each pump stoppage. The system was operating on battery power during these events. A specific cause for these pump stoppages could not be conclusively determined through this evaluation. The system controller log file revealed elevated pump power and flow values, as well as several pulsatility index events. No hazard alarms were captured in the log file. Based on the manufacturer¿s past experience and similar reported events, this data coupled with the patient¿s clinical symptoms could be indicative of device thrombosis. A correlation between the device and the potential thrombus could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.